Manufacturer narrative:
PMA/510(k)#: class I exempt. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with an indication of stenosis in need of t9-s1 fusion used in spinal therapy. It was reported that the distal tip of the rmas torque driver broke off into the head of the set screw when trying to break off set screws. There was no delay reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.